Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.

Event description:
While trying to cross an sfa calcified thrombosis, the physician noticed a different behavior of the guidewire. He took it out of the patient and noticed that the jacket had detached from the nitinol core.